Manufacturer narrative:
(B)(4). Any additional information received from the customer will be included in a follow-up report. (B)(4). The customer crosschecked with a known good turbine and the suspect device was working satisfactorily. The customer reported the alleged defect is available for analysis and an rga (return good authorization) has been issued. At this time, the suspect device has not been received by carefusion.

Event description:
The customer reported vent inop (inoperable) and motor fault alarms while using the vela ventilator. The customer reported troubleshooting the suspect device, but the issue was not resolved. There is no patient involvement associated with the event.